Event description:
Major pump unit(s) involved: external control system failure. Additional text: power surges. Specific component(s) involved: external controller malfunction. Additional text: unknown. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : patient being evaluated to determine treatment. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.